Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this was one of three cassette reservoirs that exhibited leakage. One of the cassettes leaked at the top of the bag at the transition from the hose to the bag. The second showed a wet spot between the pouch and the cassette. The third had a leak at the transition from the line to the pouch. One of the cassettes was also broken. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Additional information provided: e4, h3, h6, h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. One sample was received and visually inspected under normal conditions of illumination finding no issues. Functional testing was performed by using a syringe to infuse water into the bag finding a leakage was detected in one of the top corners of the bag. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. In order to determine root cause, a corrective and preventative action has been opened to address the reported issue. As a preventive action, a notification to the production personnel of this complaint was conducted by the production supervisor.